Event description:
Medwatch report received from the FDA explained that when drilling a right frontal burr hole, the burr became disconnected from the pneumatic anspach driver. The burr had gone through the skull and stopped at the membrane when it became disconnected. The surgeon is very familiar with this device and has never seen this. There was no injury to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The customer¿s complaint "disconnected from the pneumatic anspach driver" was not verified. Inspections performed on the returned perforator had acceptable results; the perforator's drill driver (hudson end) passed the go/no go and functional gage inspections. The perforator was inserted into the chuck of the codman air driver, and then pulled on in an attempt to disconnect from the chuck, at no time did the perforator disconnect. The perforator was released only when the quick release mechanism was actuated. The DHR was reviewed; all tests and inspection results associated with the assembly process were found to meet the specification requirements. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.